Event description:
As per the report from the field service engineer, the device exhibited air/water leakage from the instrument/suction channel.

Manufacturer narrative:
This report is being submitted for correction to event description. Please see update to b5.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was found adhered to the auxiliary water channel but the specific material could not be identified and the cause of the material remaining on the device could not be specified. The auxiliary water channel was not deformed or broken and it is unknown if reprocessing was performed according to the instructions for use (IFU). The event can be detected and prevented by handling the device in accordance with the following IFU: instruction manual olympus gif-1100 operation manual "chapter 3 preparation and inspection" shows how to detect the event. Instruction manual olympus gif-1100 reprocessing manual "chapter 5 reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
There were few additional findings during device evaluation. Suction cylinder had discoloration. The device failed the water leakage stain inspection. Scope connector cover unit had discoloration. The distal end cover had a burn. Connecting tube had a buckling. Stopper replacement was recommended. Scope connector cover unit was corroded. The distal end cover was deformed. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer returned the device for repair as part of preventive maintenance. An evaluation at the repair center revealed foreign materials in the jet channel at the distal end cover. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement.